Event description:
The customer reported that the device would not boot up. Further information was provided that the display appears to have experienced physical damage. There was no reported patient involvement.